Event description:
It was reported that during inspection the customer observed that the door was broken off of the housing. There was no patient involvement, no adverse consequences, no medical intervention and no delays.

Event description:
It was reported that during inspection the customer observed that the door was broken off of the housing. There was no patient involvement, no adverse consequences, no medical intervention and no delays.